Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a overstitch endoscopic suture system was used during a endobariatric revision procedure performed on (B)(6) 2024. According to the complainant, during the endobariatric revision procedure, the suture started to fray, then the suture broke during the suturing and cinching. The procedure was completed with a different device same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.